Event description:
It was reported that balloon rupture occurred. The 60% stenosed, 50mm x 6mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation; however, the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon ruptured at 18 atmosphere for a few seconds.

Manufacturer narrative:
(D4) lot number corrected from 24434663 to 24372015. (D4) expiration date corrected from 09/15/2022 to 09/03/2022. (H4) device manufacture date corrected from 09/16/2019 to 09/04/2019. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed, 50mm x 6mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation; however, the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon ruptured at 16 atmospheres for a few seconds.

Manufacturer narrative:
(D4) lot number corrected from 24434663 to 24372015. (D4) expiration date corrected from 09/15/2022 to 09/03/2022. (H4) device manufacture date corrected from 09/16/2019 to 09/04/2019.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed, 50mm x 6mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation; however, the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.